Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the facility staff was less trained in device handling and/or reprocessing according to IFU: "1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the user facility.

Event description:
Additional information was received from the user facility. According to the user facility, after the final report is provided by olympus, this event will be addressed with personnel.

Manufacturer narrative:
Date of event: (B)(6) 2021. During pre-cleaning, the customer did not use the air water cleaning adapter. During manual cleaning, the customer put the channel plug on the scope during the suction step. The user facility was also observed using the same suction cleaning adapter throughout the entire day without cleaning between uses (patient identifier (B)(6)). At the end of the day, the user facility would fill the adapter with detergent solution and let it soak in the detergent overnight. In the morning, the adapter would be flushed with air and then used for the rest of the day. The ess reviewed cleaning, disinfection, and sterilization for the devices. The customer was instructed to follow all olympus reprocessing procedures. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Over a three-day timeframe, an olympus endoscopy support specialist (ess) was dispatched to the user facility to observe the reprocessing methods performed on olympus scopes in-house. During this onsite visit, the evis exera iii colonovideoscope was observed to be reprocessed incorrectly. There were no reports of patient harm associated with this event. This event is related to patient identifiers: (B)(6) , (B)(6) , (B)(6) , (B)(6) , (B)(6) , and (B)(6) .